Event description:
As reported, the stent of a 0.014-inch palmaz blue peripheral stent system (mounted on a 5mm x 12 mm aviator plus balloon dilation catheter) could not reach the lesion through tortuous vessels. The procedure was completed by changing to another stent. There were no reports of patient injury. The deployer had been trained in the use of palmaz pre-mounted bx stents. There were no cordis training or clinical personnel present for physician advice or support. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use, and there was no difficulty removing the product from the packaging. The target lesion/vessel characteristics included no calcification, severe tortuosity, and a stenosis percentage of 75%. The guidewire used during the procedure was a 0.014 non-cordis guidewire. There were no issues tracking the guidewire towards the lesion. The device was returned for evaluation.addendum: per pe findings, the stent presents an out of position condition toward the distal tip.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 0.014-inch palmaz blue peripheral stent system (mounted on a 5mm x 12 mm aviator plus balloon dilation catheter) could not reach the lesion through tortuous vessels. The target lesion/vessel characteristics included no calcification, severe tortuosity, and a stenosis percentage of 75%. The procedure was completed by changing to another stent. There were no reports of patient injury. The deployer had been trained in the use of palmaz pre-mounted bx stents. There were no cordis training or clinical personnel present for physician advice or support. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use, and there was no difficulty removing the product from the packaging. The guidewire used during the procedure was a 0.014 non-cordis guidewire. There were no issues tracking the guidewire towards the lesion. The device was returned for analysis. A non-sterile unit of ¿blue/aviator plus 5x12/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The balloon was received deflated; with the stent out of position displaced toward the distal tip. The balloon presents a loss of pleating in the proximal section indicating manipulation of the balloon. A kinked condition was observed on the shaft located approximately 26 cm from the distal tip. The balloon area and the stent were inspected using a vision system to get an amplified image. The stent was noted to be displaced and shifted toward the distal tip, although it remained mounted on the balloon surface. No other outstanding details were observed on the balloon or stent. Functional analysis was not performed due to the nature of the complaint. The reported ¿stent delivery system (sds)~tracking difficulty¿ cannot be confirmed, as this cannot be replicated in a lab setting. Difficulty crossing/tracking through a lesion, anatomical structure, or stent is a known procedural occurrence, often related to patient anatomy, operator technique, and device selection. Additionally, it was reported the lesion was tortuous in nature. During analysis, a subsequent finding of ¿stent offset/out of position¿ was confirmed. The stent presents a shifted condition toward the distal tip of the balloon; however, remained mounted on the balloon. The proximal section of the balloon appears to have been manipulated as it is not in its original pleated form and a kinked condition was observed on the shaft approximately 26cm form the distal tip. The stent may have shifted on the balloon crossing the tortuous anatomy and/or upon the attempt to pull back into sheath during removal. Based on the information available for review, vessel characteristics, procedural factors and handling of the device likely contributed to the events reported as evidenced by the conditions in which the device was returned. According to the instructions for use, which is not intended as a mitigation of risk, generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include but may not be limited to: patients with highly calcified lesions resistant to pta. Patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Appropriate sizing of the vessel is required. The expanded stent diameter should approximate the diameter of the vessel just distal to the stenosis to reduce the possibility of stent migration from the implantation site due to under-expansion and the potential for vessel damage due to over-expansion. Overstretching of the artery may result in rupture and life-threatening bleeding. The minimum french size indicated for the cordis catheter sheath introducer (csi) or cordis guiding catheter (gc) is printed on the package label. Do not attempt to pass the stent system through a smaller size cordis csi or cordis gc than indicated on the label. Use of a smaller than indicated accessory device can lead to introduction of air into that device as the stent system is advanced, which may not be removed during air aspiration. Prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Do not attempt to remove or readjust the stent on the delivery system. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Advance the stent system until the guidewire exit port has passed the hemostasis valve. Again adjust the hemostasis valve to maintain a snug seal. Continue to advance the stent system over the guidewire to the end of the guiding catheter, while maintaining guidewire position across the lesion. Caution: when there is a tight fit between the balloon section of the stent system and the guiding catheter, a failure to maintain a snug seal of the hemostasis valve over the stent system during stent system insertion and advancement, could result in air introduction and air entrainment. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi). Stent deployment: a. Keeping the gc immobile, observe fluoroscopically as the stent system is advanced through the gc over the guidewire to the target lesion. Carefully cross the lesion with the stent. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.